Manufacturer narrative:
Customer returned device for an alleged red light blinking, audio/beep/vibrate anomaly and keypad anomaly found on september 10, 2022. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored and no unexpected red light blinking, audio/beep/vibrate anomaly and keypad anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded device to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio/beep/vibrate anomaly and absence of audio alarms noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data on january 1, 2016, august 5, 2022 to september 8, 2022. Unable to check hardware low level failure alarms in the formatted history file for the event date. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found the connector on electrical board 1 was locked properly during visual inspection. However, corrosion was found on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the device near the battery tube compartment. Red light blinking, audio/beep/vibrate anomaly and keypad anomaly were not confirmed. However, during visual inspection, corrosion was found on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not working and none of the buttons were responding. Customer stated that the insulin pump was vibrating. Customer stated that the beep continued when they went to another location. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.